Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation as the device was discarded after the event occurred. H3 other text : device not returned for evaluation.

Event description:
It was reported hole in PICC line. When repositioning the PICC line when flushing the catheter, a hole is discovered between the insertion site and the wings of the catheter. Unclear at what level. They decide to pull the PICC line and it was then thrown away. The patient is booked for a new PICC line.